Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight electric shocks for suspected atrial fibrillation (af). Technical services (ts) agreed that it was likely due to the result of zone changing to 165 and maximum energy. Ts provided troubleshooting options. Device was later explanted and replaced with a new device. No additional adverse patient effects were reported. The device is not expected to be returned for investigation.